Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a scalpel cut into the e4 cable near the terminal area of lead. Electrical testing was completed to assess lead electrical performance. Pressure testing was conducted on the lumen of the lead that was intact to check its insulation integrity. Measurements throughout these tests were within normal limits. The cut noted during visual inspection had severed several strands of the cable; this finding likely contributed to the electrical anomalies observed clinically.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead pacing thresholds appeared high and it loss of capture was noted in all polarities. The lead was repositioned but no capture was seen. Noise was also noted on the pacing system analyzer (psa). The lead was not implanted and will be returned. It was noted that there was ventricular aneurysm due to sarcoidosis, thus the cardiac muscle might be unable to capture. No adverse patient effects were reported.